Manufacturer narrative:
Motor error alarm during basic occlusion test due to protruded/loose drive support disk. No prime alarm noted. Motor passed motor test.

Event description:
The customer reported that the customer's insulin pump alarmed motor error. The blood glucose reading was 169mg/dl. Troubleshooting was performed. The customer stated that the drive support cap was protruded. The device was not exposed to a high magnetic field. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.